Manufacturer narrative:
Clinical code: 1942: ischemia- the patient is an intensive care unit with a global digestive ischemia and the physician is supposing that she will die in a short time. 1770: stroke/cva- two days after the implant the patient had an abdominal stroke 4440: thrombosis/thrombus- CT scan showed thrombosis at the level of the visceral vessels. Impact code: 4608: intensive care- the patient is an intensive care unit with a global digestive ischemia and the physician is supposing that she will die in a short time 4625: additional surgery- the physician performed a recanalization of a renal artery and thrombus aspiration. Medical device code: 2976: material deformation- the physician believes that the thrombus originates due to the infolding of the fabric between the rings of the thoraflex hybrid. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales jan 19 - feb 24 vs occlusion/ thrombosis complaints jan 19 to mar 24) gave an occurrence rate of 0.014% (complaints v sales). 4111 - communication/ interview: additional information was received from site; unfortunately without the return of the device we could not complete a full investigation. From the investigation performed and scan review a root cause for this event could not be determined. No causal link between the event and device deficiency could be established 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4117 - device not accessible for testing: site confirmed on intake form that device was not available for return investigation findings: 213- no device problem found: from the investigation performed and scan review a root cause for this event could not be determined. No causal link between the event and device deficiency could be established. Investigation conclusions: 4315- cause not established: from the investigation performed and scan review a root cause for this event could not be determined. No causal link between the event and device deficiency could be established

Event description:
As reported; two days after the implant the patient had an abdominal stroke and the post operative CT scan showed thrombosis at the level of the visceral vessels. The physician performed a recanalization of a renal artery and thrombus aspiration. He believes that the thoraflex hybrid stent graft caused the thrombus that subsequently migrated into the visceral district, closing the vessels. This report is being submitted as a initial-final for manufacturing report to provide event closure information for comp (B)(4).